Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. It is worth noting the targeting devices were confirmed as fully functional at the distribution center in japan as well as during the pre-operative testing. Therefore, any issue linked to the targeting devices themselves is excluded. However, this gives no indication regarding the intra-operative positioning of the nail itself: more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Misalignment with the nail¿s holes can result from several factors, including (but not limited to) insufficient tightening of the nail holding screw, applying too much axial force on the construct or unsuitable bone geometry. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "during drilling for the proximal reconstruction screw, the distal drill was advanced through the device but struck the nail's screw hole, preventing normal passage." The surgery was completed using a free-hand technique.

Event description:
As reported: "during drilling for the proximal reconstruction screw, the distal drill was advanced through the device but struck the nail's screw hole, preventing normal passage." The surgery was completed using a free-hand technique.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.